Manufacturer narrative:
Implanting physician address was corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg failed to communicate with external devices. The ipg was deemed inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Added patient's weight.

Manufacturer narrative:
Correction data: in initial report, "product problem" should also have been selected (correction).

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.